Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a cystoprostatectomy, the device blade did not retract and caused the device jaws to become locked on tissue. The surgeon cut off the device in order to remove it. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.